Event description:
During a total knee replacement surgery, a box labeled as an exactech 9mm size 5 ps tibial insert was opened in the operating room. However, the inner tyvek tray label stated that the part was an 11mm size 2 ps tibial insert. The implant matched the inner tyvek tray labeling. A second 9mm size 5 ps tibial insert was opened. All labeling was correct and the surgery was completed without further incident or adverse impact to the pt.